Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they experienced an allergic reaction. They have symptoms of eye irritation, nose congestion and coughing. They stopped wearing the aligners and the symptoms subsided. Provided information on allergic reaction. Asked if they will be seeking medical attention. Patient was advised by their pcp to see their dentist. Patient to follow up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.